Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a (B)(6) male patient's wife contacted zoll to report that the patient had skin irritation under the vibration box and above each breast. Zoll recommended that the patient contact their physician and increase their garment changes. On (B)(6) 2013, the patient's spouse reported that the area was not worsening, but the 'scar' was still there and there was some bleeding. There was no previous mention of the irritation causing or contributing to a scar or the bleeding. There was no additional follow-up on the condition of the area.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.